Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call inquiring if the insulin pumps were water proof. The customer was informed that the insulin pumps were not water proof. The customer was offered assistance to trouble shoot their insulin pump for a leakage, but he customer hung up the phone and refused assistance. The customer's blood glucose level was unknown at the time of the incident. The customer returned the product for analysis.